Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(4) 2014. (B)(4).

Event description:
A surgeon reported following bilateral intraocular lens (iol) implant surgeries that fibrin was noted in the visual axis that is inducing cylinder affecting the pt's vision. In a follow up, the surgeon reported that a progressive increase in the cylinder occurred over a 5 month period. This was caused a decrease in the pt's best correct visual acuity due to fibrin on the anterior capsule of the lens. There are two medical device reports associated with this event. This report is for the right eye.